Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic esophageal procedure, the reload was connected and handle was squeezed and jaws close but became unable to open. The reload was connected again and closed but could not be open again. The procedure was completed with another handle and reload. The event occurred during the procedure but the product was not used for patient. There was no patient injury.